Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the device fell off event. Both devices were received and inspected; due to the foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
Patient reported the v-go fell off before 24 hour therapy was complete. Patient reported that the v-go fell off today around 3pm, 8 hours into the therapy. Patient uses proper procedures when placing v-go on, patient stated he cleans area on his stomach with alcohol swabs and makes sure the area is shaved. Patient reported he did no exercise or anything to cause it to fall off.